Event description:
Reported issue: the catheters stopped draining. The device was removed and replaced. There was no injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the catheters stopped draining. The device was removed and replaced. There was no injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample has yet been received at the manufacturing facility for evaluation. In the absence of a sample, the batch card(s) for the complaint lot(s) was reviewed. No relevant findings were identified. A simulation test was done using representative sample from complaint sample under MDR 8040412-2019-00250. Visual examination on the representative sample from MDR 8040412-2019-00250 did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse airline observed throughout the shaft. The catheters then were inflated with 10ml of water using a 10ml luer tip syringe. The balloons inflated without any difficulties faced. No latex particle or other foreign particle seen within the balloon. The inflation eye was normal, and no collapse of the inflation airline observed. Leaving the inflated balloon for 30 minutes showed no sign of leak on any part of the catheter. Deflations of the balloons by connecting empty luer tip syringe barrel to the valve were smooth, spontaneous, and complete. Repeat of inflation and deflation using the attached syringe gave similar observation with no problem experienced. In summary, as the complaint sample has not been received at our facility, further investigation could not be conducted to find out the real root cause of the non-drainage as reported. From simulation test, no abnormality found on the representative sample from complaint MDR 8040412-2019-00250. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.